Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report: 1627487-2018-11443. It was reported the patient experienced loss in stimulation. Field representative reported impedance values were normal. X-rays revealed l1 and t12 leads had migrated. As a result, both leads were replaced. Stimulation will be turned on at a later time.

Event description:
Device 2 of 2: reference MFR. Report: 1627487-2018-11443. Follow-up information provided the patient¿s new lead migrated before therapy was turned on.